Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a history of being noncompliant with follow-ups, but presented with symptoms of heart failure. While reviewing the device, high out of range impedance measurements on the left ventricular (lv) lead were observed with high threshold measurements. It was concluded the ring electrode conductor was fractured. As a result, the device was reprogrammed to pace lv tip to right ventricular lead. No adverse patient effects were reported.